Event description:
It was reported that the patient was seen in the emergency room after receiving an inappropriate shock. The cause of the shock was found to be supraventricular tachycardia. The patient's medications were changed. The lead is still in use. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.